Event description:
It was reported that while the surgeon was closing the system, the suture fractured and became loose and comes out of the system. The surgeon removed the device and a second one was used to complete the surgery. There was no foreign body retained or harm to the patient reported.

Manufacturer narrative:
(B)(4). G2: foreign: colombia. H3: product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g2; g3; g6; h1; h2; h3; h6 visual examination of the returned product confirmed that the suture is broken (frayed on one end) and discolored. Only the blue and white sutures were returned. There were no needles, toggle button or top hat button returned. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.